Manufacturer narrative:
Updated investigation findings report: there were 10 cases with a method code of device not returned (4114). There were four cases with a method code of testing of actual/suspected device (10). There were 11 cases with a results code of no findings available (3221). There were three cases with a results code of operational problem identified (114). There were 11 cases with and a conclusion code of cause not established (4315). There was one case with a conclusion code of failure to follow instructions (18). There were two cases with a conclusion code of cause cannot be traced to device (4310). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two samples were returned. Twelve samples were not returned. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes <noe> 14 </noe> malfunction reports of preloaded intraocular lens (iol) delivery system damaging another device. The reported patient ages range from unknown to 71 years. There were two female patients, two male patients, and ten unknown gender.